Event description:
It was reported that the interrogation button was grayed. A workaround was performed and the subject programmer was functioning well afterwards. Preliminary analysis showed that the reported behavior was due to initialization events received by the manager in the wrong sequence for an unknown reason.

Event description:
It was reported that the interrogation button was grayed. A workaround was performed and the subject programmer was functioning well afterwards. Preliminary analysis showed that the reported behavior was due to initialization events received by the manager in the wrong sequence for an unknown reason.